Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implants of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor breast implants of unknown type and experienced deflation on the right breast implant and a capsular contracture baker grade iii on the left breast implant. The patient denied any history of trauma on the right breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 375cc breast implants on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 06/14/18, it was reported to mentor that these events took place: on 05/23/18, it was reported to mentor that patient was previously seen on (B)(6) 2016 with bilateral capsular contractures. On 06/14/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The due date of the report has been reported incorrectly as 07/14/18. The actual due date of the report is 06/22/18. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/09/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White and brown material were observed within the device and on the shell surface. Visual examination of the device revealed a rent in the vicinity of the vulcanization dot. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white and brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Investigation of this complaint and similar complaints identified the most probable cause as stress concentration at the anterior vulcanized region of the shell. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).